Event description:
It was reported the device was unable to capture. It was noted there is corrosion cable sockets. The device was tested with sigma pace tester and it was noted there was fluctuation of output as well as pulse width and amplitude. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported cable socket corrosion; output connector is contaminated. Analysis could not confirm the reported capture and output issue. Bench testing for capture and output issues was performed and no faults noticed. Analysis found the upper case, battery drawer, and one side bail cover are broken. Lower case, battery release, heart block, lead flex cover, heart wire contacts, and heart lead flex are contaminated. One board connector cable is damaged and battery contacts are compressed. (B)(4).